Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator shuts down and was inoperable while in use on a patient. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. Tse advised customer that the unit is a mature product no longer serviced or supported. Covidien will not provide service the device.